Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for out of range, or high, defibrillation impedance. The rv lead was tested in office and the impedance values were within range, however, after the patient underwent a chest x-ray, the defibrillation impedance values were higher. It was also noted by the clinician that there was a 'bizarre signal' on the rv tip to coil and can to rv coil electrogram (egm) during the lead impedance testing. Due to the variable rv defibrillation impedance values, the rv lead was later capped and replaced. No patient complications have been reported as a result of this event.